Manufacturer narrative:
Manufacturer's investigation conclusion:the system controller (serial number: (B)(6) ) was returned for evaluation following the reported event of low flows. The decreased flow and associated low flow alarms are addressed via pi-2019-0231243-02. The log file downloaded from the returned controller contained approximately 4 days of data ((B)(6)2019 ¿ (B)(6)2019 per the timestamp). The log file captured intermittent low flow hazard alarms due to the calculated flow falling below 2.5 lpm. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected at 10:17:54 on 2(B)(6)2019 and both power cables were disconnected approximately 14 seconds later to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The low flows could not be correlated to an issue with the system controller through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of low flow is not identified and could be caused by the pump (s/n:(B)(4)). This event is also reported under MFR #2916596-2019-05257. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patent was admitted to hospital due to low flow with flow rate 0 lpm and normal speed. The system controller was exchanged and the issue continued, but the flow increased with flow at 4 lpm and gone back to normal after few minutes. The scanner was done and no twist on outflow cannula. Echocardiogram was correct and aortic valve closed. The patient is doing well and there was no adverse consequence.